Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 4/10/2011. Information was subsequently received on 2/16/2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported by the clinic that the carelink alert transmission showed short intervals and not capturing the right atrium "causing v pacing" in the refractory period. The clinic reported the patient had died. The cause of death is being requested.